Manufacturer narrative:
The crt-d will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.